Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Photographic inspection noted open staple on tissue. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, while performing an end-to-end anastomosis, the device is difficult or was unable to close. They used another device to complete the case. The surgical time was extended by 45 minutes due to the device problem. There was also an incision extension of 2 inch due to the product problem. An unanticipated tissue loss of around 2 inches of rectum occurred due to the device problem.